Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal characteristics.

Event description:
It was reported that the atrial lead was unable to implant. The lead was not used and replaced.